Event description:
It was reported that low sensing and high thresholds were observed. Lead was explanted.

Manufacturer narrative:
External insulation abrasion was found between 41.7cm to 41.8cm from the distal tip. An internal insulation abrasion was found at 20.1cm-20.2cm from the distal tip under the svc shock coil. The etfe coating was intact at these locations. No condition was found that could have contributed to the reported sensing issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.